Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implant detect was not completed on the implantable pulse generator (ipg) and as a result, that no values were provided on the device's report. The ipg remains in use. No patient complications have been reported as a result of this event.